Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced warmth in their chest and an increased heart rate during a magnetic resonance imaging (MRI) scan. It was noted that the device had not been appropriately reprogrammed prior to the MRI. The MRI was stopped and the patient's symptoms resolved. The device remains in use. It was noted that the patient is a participant in the surescan post-approval study. No patient complications have been reported as a result of this event.